Event description:
It was reported that the battery ¿failed per cadex battery charger / conditioner¿. There was reportedly no patient involvement

Manufacturer narrative:
One battery pack was returned for failure analysis. The reported problem was verified during testing in lab. The battery pack was found to be at fault. The failure was localized to open fuses fu1 and fu2 on the battery pack internal circuitry. The latter also exhibited signs of significant contaminations. .